Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: at incoming inspection for analysis the reason for return, defective touchscreen, was observed and it was additionally noted that the part required to restore functionality was no longer available and the device would be scrapped. The log files were retrieved from the device. (B)(4).

Event description:
It was reported that the programmer's screen needed to be pressed multiple times in the lower right region before it would work and that it has been getting gradually worse. The programmer was returned for service. No patient complications have been reported asa result of this event.